Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned mbt rev tibial view plt sz 6 confirmed the reported event of the device breaking into two pieces. All pieces of the device were returned. The overall condition of the instrument indicates multiple usages. The instrument exhibits burnishing wear indicated of extended usage. The device exhibits a shade of yellow indicating they have been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
It was noted while setting up for the case that the size 6 clear tibial baseplate was broken in 2 pieces.